Event description:
It was reported that the bard fecal management system was inserted in two covid ECMO patients and it resulted in them having multiple lesions in their colon. These lesions developed massive bleeding that required multiple blood transfusions and procedures to control the bleeding. It was noted that first patient with 33 years of age male inserted the fecal management system on (B)(6) 2020 and removed on (B)(6) 2020. Bleeding required 4 packed red blood cell infusions and one colonoscopy for epinephrine injection and cautery. The device was in use for 22 days. The second patient with 48 years of age male inserted the fecal management system on (B)(6) 2020 and removed on (B)(6) 2020. Bleeding required 44 packed red blood cells, 36 units of cryo, 19 units of platelets, and 10 units of fresh frozen plasma and required 3 colonoscopies for epinephrine injections and cautery. The device was in use for 6 days. Per additional information received via email on (B)(6) 2021 from complainant, first patient had a large tear near the anus that bled profusely requiring multiple transfusions and underwent an emergent colonoscopy, and the tear was cauterized. There were no further issues, and the patient was discharged to rehab. The second patient developed a large necrotic ulcer that was resistant to intervention and underwent 5 emergent colonoscopies, 2 interventional radiology interventions, and finally a colectomy that resulted in continued massive bleeding that led to his death. Complainant stated they were no longer using this device in their ECMO patients and have switched to the bard fecal containment device instead. Additional clinical follow ups were attempted on (B)(6) 2021 and on (B)(6) 2021, but no additional information has been received.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿materials of construction are not biocompatible¿. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the fecal management system product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to the materials of construction were not biocompatible. It was unknown whether the device had met relevant specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number and the lot number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. Correction: b h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the bard fecal management system was inserted in the patient and resulted in multiple lesions in their colon. These lesions developed massive bleeding that required multiple blood transfusions and procedures to control the bleeding. It was noted that one patient with 33 years of age male inserted the fecal management system on (B)(6) 2020 and removed on (B)(6) 2020. The bleeding required 4 packed red blood cell infusions. One colonoscopy for epinephrine injection and cautery. The device was in the patient for 22 days. The second patient with 48 years of age male inserted the fecal management system on 21nov2020 and removed on (B)(6) 2020. The bleeding required 44 packed red blood cell infusions 36 units of cryoprecipitate and 19 units of platelets and 10 units of fresh frozen plasma (ffp). Also required 3 colonoscopies for epinephrine injections and cautery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had experienced lesions in the colon because of inserting the fecal management system. For patient #1: (B)(6) yo male- fecal management system was inserted on (B)(6) 2020 and removed on (B)(6) 2020. Bleeding required 4 packed red blood cell infusions. One colonoscopy for epinephrine injection and cautery. Product in for 22 days. Further for patient#2: (B)(6) yo male- fecal management system was inserted on (B)(6) 2020 and removed on (B)(6) 2020. Bleeding required 44 prbc, 36units cryo,19 units platelets, and 10 units ffp. Required 3 colonoscopies for epinephrine injections and cautery.